Manufacturer narrative:
On (B)(4) the field service engineer (fse) found that a drip on the probe and low controls with vacuum errors. The cause of all the problems was attributed to the vacuum in the system dropping erratically. The fse replaced the main analyzer card to fix the instrument. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear leak of about 1 ml from the coulter act diff analyzer. There was a vacuum error generated during the event and the wbc (white blood cell) parameter was low on controls. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.